Manufacturer narrative:
(B)(4). The sample was unavailable for evaluation, therefore the reported condition could not be confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported a system error 2240 (air in tubing), which occurred on the homechoice (hc) during dwell 2 of 4. The patient was connected at the time of the alarm. The hp wanted to know how to get the set out and the baxter technical services representative assisted to retrieve the set. There was patient involvement, however no patient injury nor medical intervention indicated at the time of the initial report.